Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose a spectranetics 14f glidelight laser sheath and advanced near the tip of the lead and the lead came free. When the glidelight device was removed from the body, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. A superior vena cava (svc)/innominate perforation was discovered that was 2 inches long. The tear was successfully repaired but it took 2 hours to repair, and the patient was given 11 units of blood. The patient survived the procedure. This report captures the 14f glidelight device in use when the svc/innominate perforation occurred. There was no alleged malfunction of any spectranetics device in use during the procedure.